Event description:
It was reported that the pump failed accuracy at 11.45% and the lens were damaged. No patient injury and event occurred during testing.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. Visual inspection and functional test were performed. The reported problem was not related to any previous repair. Visual inspection found the device all intact. There was no evidence of the error or reported problem recorded in event history log. The reported problem was duplicated. Accuracy tests found the pumps to be over delivering to the manufacturing specifications. The investigator however found fluid ingression on the pump by the chassis base of the expulsor, which damaged the expulsor gasket causing inconsistent delivery issue. The lens was damaged. Corrective action was to replace both the lens and the expulsor assembly. The root cause appears to be related to the user. A DHR (device history record) review was not conducted, based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. Corrected data: correction: d4: model number: 6400.